Event description:
It was reported that the pt experienced redness, swelling, pain and meningeal signs and symptoms. The pt was diagnosed with meningitis. The infection was present in the pt's implanted catheter area. Cultures were taken from the pt's csf and the results were not stated. The pt was treated with unspecified IV antibiotics and the device was explanted. The physician had planned to re-implant a new device system when able to. The pt outcome was stated as "infection resolved". The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4).